Event description:
It was reported that the patient underwent a tha (total hip arthroplasty). Subsequently, the patient experienced delayed wound healing. As a result, the area was painted with 3 betadine swab sticks and alcohol swabs. Then the tip of a sterile 18-gauge needle was used to active the wound bed and then they debrided the fibrinous tissue until a good active bleeding wound bed was achieved. Then a clean, sterile 2 x 2 gauze pad was placed over followed by a 4 x 4 gauze and tape. Patient is expected to maintain daily dressing changes until this wound is completely healed up. This event was reported to be resolved at the one year follow-up. No further patient impact reported.

Manufacturer narrative:
D6a: unknown date in 2021 d10 concomitant device(s): alteon ha collared stem size: 7 alteon cup, cluster-hole 52mm alteon neutral liner biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5.

Event description:
It was reported that the patient underwent a tha (total hip arthroplasty). During the final reduction, the femoral head was not fully seated in the acetabulum. The hip was dislocated, and the socket was evaluated, and there was nothing blocking complete reduction. There was no adverse impact to the patient. There was no device malfunction. Subsequently, the patient experienced delayed wound healing. As a result, the area was painted with 3 betadine swab sticks and alcohol swabs. Then the tip of a sterile 18-gauge needle was used to active the wound bed and then they debrided the fibrinous tissue until a good active bleeding wound bed was achieved. Then a clean, sterile 2 x 2 gauze pad was placed over followed by a 4 x 4 gauze and tape. Patient is expected to maintain daily dressing changes until this wound is completely healed up. This event was reported to be resolved at the one year follow-up. No further patient impact reported.